Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in clinic last week. Upon interrogation of the device, the hospital team notices multiple pump stoppage and driveline disconnect alarms. It was noted that the hospital team was not able to retrieve a consistent story from the patient and he did not recall driveline being disconnected. The system controller was exchanged.

Manufacturer narrative:
Additional information - the investigation confirmed the reported pump stop events upon review of the submitted log file. However, the device was not returned for evaluation and the events captured in the log file cannot be correlated to a device related issue. The submitted log file captured 240 entries during approximately 24 days from ((B)(6) 2014 - (B)(6) 2014 according to the time stamp). The submitted log file captured a driveline disconnected event on (B)(6) 2014 and on (B)(6) 2014. With both events, the driveline was captured in the log file as disconnected for approximately two seconds and the pump stopped for approximately five seconds. Low flow hazard events followed both driveline disconnected events and occurred while the system was gaining speed again. The submitted log file also captured three pump stop events while the driveline was connected. These events occurred on (B)(6) 2014. Each time, the pump stopped for approximately two seconds. Subsequent this event, no additional reports of pump stop and driveline disconnect alarms have been received. It was reported that the alarms occurred on system controller #(B)(4). However, this is an invalid serial number. An attempt was made to confirm the serial number; however, no response was received. No further information was provided. The manufacturer is closing the file on this event.